Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom 'constant false air in line message' was confirmed during the ehl review but not reproduced during evaluation. Evaluation experienced a reload set alarm. Causality of the air-in-line alarms seen in the ehl was determined to be continuity across the ultrasonic crystals. The failed upstream sensor was replaced.